Event description:
Reporter alleged that a patient received a result of hi (greater than 600 mg/dl) on the inform system compared back to back with a result of 147 mg/dl on the lab system when testing was performed within 10 minutes. Reporter stated that the patient was given insulin based off of the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.